Event description:
It was reported that post cardioversion, interrogation of the device revealed an eri message. The message was cleared, but the measured battery data was 2.76 v, 269 ua, 1.3 kohms. A second measurement revealed 2.20 v, 270 ua, <1 kohms.